Event description:
I used my heating pad last night and my back is "scorched" and I got a blister! These things should come with a warning label! I've had back problems for years and this was the only thing that made it feel better! I had no clue that this could happen! Please put a warning label on all heating pads! Ty (thank you).